Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach. New capsule and new delivery system was used to proceed with the procedure. There was no harm to the patient and the user. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure. Lubrication was used to facilitate placement of the capsule.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach. New capsule and new delivery system was used to proceed with the procedure. There was no harm to the patient and the user. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure. Lubrication was used to facilitate placement of the capsule.